Manufacturer narrative:
The insulin pump was received with intermittent up and down arrow button response due to flattened button dome switches. The insulin pump passed the self test and the displacement test. No stuck button alarm noted during testing. The electrical board keypad connector was not found unlocked during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose was 354 mg/dl. The customer have been having issue with insulin pump from past month, the touch button has delay and it seems like the button system and the arrow system needs to be pressed hard to get in. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.